Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. No additional information was provided. Customer¿s blood glucose level was 130 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.